Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient was not properly connected prior to initating therapy and this is a known cause of the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the homechoice device during the initial drain phase of peritoneal dialysis therapy. The patient was connected at the time of the alarm. Troubleshooting determined that the patient was not fully connected when therapy was initiated. The technical service representative advised the patient of proper procedures, assisted in clearing the alarm and assisted the patient in ending therapy. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.